Event description:
The ceiling lift has just been used to transfer a pt from bed to chair and the ceiling lift was being brought back along the track to the charger when the spreader bar fell from the ceiling lift and landed on a locker/wardrobe located under the charger location. The spreader bar did not fall on the nurse who was proceeding with the return of the ceiling lift to the charger. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) (registration# (B)(4)) on behalf of the manufacturer (B)(4) (registration# (B)(4)). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product involved and on-site inspection. A review of the trend of similar events indicates there is one previous incident for a similar failure, and there are approximately 7500 ceiling lifts with the same attachment fixture sold yearly. Therefore the occurrence rate is very low. No relevant info was found when reviewing the manufacturing process and of this product. An on-site investigation was performed by an (B)(4) technician after the incident. It was noticed that the split ring, which is used to secure the clevis pin, part of the dynamic positioning system (dps) attachment to the ceiling lift, was missing. The return of the device to the manufacturer was not deemed necessary, as the complaint involves a missing component which could not be found and there was no other allegation of deficiency of the device. It has been shown during a previous investigation that if the split ring is missing, with time, the vibration and manipulation of the dps could create a loose connection and cause the clevis pin to slowly shift and eventually fall. Based on this, it is concluded that the dps detached from the ceiling lift and fell because the clevis pin fell from the assembly, due to the split ring that was missing. Since no split ring was found during the event, and since the split ring does not bear any load during use, it does not appear likely that the split ring broke during use. It is most likely that the split ring was not properly installed or not installed at all when the dps was re-installed on the lift. The assembly of the dps to the ceiling lift is not performed at the manufacturing site as both items are sold separately. It could be seen on a clear picture provided to the manufacturer that a section of the clevis pin, which is not solicited during normal use, shows signs of wear similar to the surface wear of the section that is solicited under normal use. This indicates that the device may have been used for some pt transfers without the split ring. There are required checks in the device instructions for use that should have permitted to detect the problem before the event occurred. Therefore, it appears likely that a user error contributed to the outcome of the event. It is strongly recommended to retrain the facility staff about the importance of perform daily checks and follow installation procedure as per the ceiling lift and dps instructions for use, which contains multiple warnings about the dps correct attachment procedure.